Manufacturer narrative:
Mfg date: corrected from 03/2015 to 02/2015. Asp investigation summary: the investigation included a review of the device history record (DHR), functional analysis, failure mode and effects analysis (fmea), and system risk analysis (sra). The DHR was reviewed and no anomalies were observed that would contribute to the customer's experienced issue. Functional analysis was not performed as the part was not available for return. The fmea was reviewed and indicates the risk priority numbers (rpn) associated for the failure mode is at an acceptable level. The sra was reviewed and indicates the risk to be "low" for exposure to toxic or corrosive material. The oil mist filter was most likely the assignable cause since the unit was returned to proper function after the replacement. Asp will continue to track and trend this issue.

Manufacturer narrative:
A field service engineer was dispatched to customer site. The oil mist filter was replaced to resolve the haze/mist/vapor issue. Unit meets specifications and was returned to service on (B)(4) 2016.

Event description:
A customer reported an event of a "oil vapor" (haze) emitting from the sterrad® 100s sterilizer. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.